Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient has tenderness and mysterious discomfort around the area of the implantable neurostimulator (ins). It was noted to be sudden and started about 5 days prior to the report. The hcp wanted to turn the device off to see if there was any relief for the patient. The patient further reported, they were having issues with their implantable neurostimulator (ins) and they were at inpatient at the hospital. They stated they suddenly had an extreme amount of pain right over the stimulator and they could not tolerate tube feeding, they had to have total parenteral nutrition (tpn). They had lost 15lbs. There was exposure to medical testing and electromagnetic interference (emi) as they had a cat scan, labs and x-rays done. They all came back normal. They stated it started about a well and half to two weeks prior to the report. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.